Event description:
It was reported the customer received a button error alarm. Customer also stated their numbers were scrolling on their insulin pump. The customer's blood glucose was 151 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm or numbers scrolling up noted during testing. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.